Manufacturer narrative:
Ps297364 the customer has returned six rt380 adult evaqua2 breathing circuits (lot:180901, batch:2100568116) to fisher & paykel healthcare (f&p) in new zealand for investigation. Upon initial inspection, it was revealed that all six rt380 adult evaqua2 breathing circuits were returned in a sealed packaging. We therefore could not investigate the used complaint circuit. Method: the six rt380 adult evaqua2 breathing circuits which were returned in a sealed packaging, were removed from the package and visually inspected and pressure tested. Results: visual inspection revealed no damage to the returned breathing circuits. The pressure test revealed that the subject breathing circuits were within specification. Conclusion: no fault was found with the returned circuits based on the investigation conducted. As the tested six circuits were returned in a sealed packaging and no used complaint circuit was returned, we are unable to determine what had caused the leak reported by the hospital. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in the UK reported via a fisher & paykel healthcare (f&p) field representative that an rt380 evaqua2 adult breathing circuit failed the initial ventilator leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 adult evaqua2 breathing circuit was recemtly received at fisher & paykel healthcare (f&p) in (B)(4) for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that rt380 evaqua2 adult breathing circuit was found leaking during the performance test. There was no patient involvement.